Event description:
The customer called to report insulin squirting out during the manual prime. The customer was unable to troubleshoot at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.